Event description:
Blurred vision, muscle aches and pains, diagnosis of rheumatoid arthritis in 1982, urinary frequency for no obvious reason in 1984. Rptr became so very tired and had pain in neck, arms and shoulders which became frozen. Rptr had 2 years of physical therapy for pain and stiffness. Also reports pain, tenderness around breasts, sores in mouth, sore throats, bronchitis (almost constant; couldn't be without antibiotics). Numeorus system tests were below normal. Rptr had headaches constantly and hurt so bad she couldn't sleep. Rptr had to have the implants removed and she is recuperating.